Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed that the reported alarm was an internal battery degraded alarm. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery alarm. There was no patient injury reported as a result of this incident.